Manufacturer narrative:
The electrode lot number was bgh74. The expiration date was not provided. The calibration and qc were acceptable. The alarm trace did not indicate any issues. The field service engineer found the sipper and probe were obstructed. He replaced the ise sample probe and performed ise check tests successfully. He ran precision checks and qc which were both acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas pro ise analytical unit. The initial sodium result was 148 mmol/l and the repeat result from another module was 138 mmol/l. The repeat result was believed to be correct.